Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2mm longitudinal tear in the balloon wall over the distal markerband with the balloon material pulled back towards the tip. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29apr2016. It was reported that crossing difficulties were encountered. The target lesion was locate din a coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced through a non-bsc guide extension catheter but the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the balloon was torn longitudinally.